Event description:
It was reported that the gastrointestinal videoscope had foreign material adhering to nozzle. The issue was identified during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause of foreign material adhering to nozzle and foreign object inside the nozzle was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.